Event description:
It was reported the customer was receiving no delivery alarms. The mother also reported insulin was exiting when the insulin pump was removed from the customer. It was also found the customer would change their infusion set, but the no delivery alarm persisted. Customer's blood glucose was unknown. The mother declined to return the products for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.